Manufacturer narrative:
The device was returned to olympus for evaluation and service. During evaluation of the device the error code was confirmed after reviewing the error log. However, the error code was not reproduceable when tested with the bench cables. The device was powered up 10 times and no error code were reproduced. Based on the evaluation and testing, the reported issue was not confirmed. Some root causes for the occurrence of the specific error reported are when the user presses the footswitch during the generator starting sequence as well as a potential defective footswitch. After evaluation, the unit was returned to the user facility.

Event description:
A sales representative reported that the user facility¿s electrosurgical generator displayed an internal hardware fault error (e433) during startup. It was reported that another generator was used to complete the procedure. No additional information was obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, error e433 is triggered by the security system of the esg-400, and is communicated visually and audibly to the user. It results in a restart of the generator. The phenomenon occurred due to a defective hvps (high voltage power supply) board.